Manufacturer narrative:
The pump passed the displacement test and self test. Hardware low level failures alarm confirmed in the pump history (variable info=3) due to broken trace at pin6, u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failure alarm. Blood glucose was 6.1 mmol/l. Customer was able to successfully clear the alarm. The insulin pump will be returned for analysis.